Event description:
Medtronic received a report that a couple of hours after patient was intubated the tube¿s cuff split near the pilot balloon channels and caused the cuff to leak and they could not make a seal. The tube was removed and the patient was re-intubated. The customer reported there was no harm to the patient. The tube was discarded.